Event description:
Customer reported a hypothermic, very critical, (B)(6) male pt with multiple issues, sustained 2nd to 3rd degree burns with blisters to 8-10% of his left lateral leg from the knee to ankle following 3.5 hours of warming with a 500/operating room warming unit. Reportedly, pt was sent to wound care with the no info about treatment. A pt blanket was placed over the warming blanket (model 300) and a sheet was placed between the pt and the warming blanket as is their practice.

Manufacturer narrative:
3m will need to evaluate the unit to confirm if biomed results are accurate. This is a very old unit. They stated the unit was on the highest temperature when being used. The warming blanket used with the warming unit was: 3m bair hugger full body blanket, model 300, order number 30000, no lot number was provided. PMA/510(k): applicable to both warming unit and blanket. The model 500r has an independent over-temperature alarm. There is an over-temperature indicator on the user interface and if there is an over-temperature condition, the indicator illuminates and an audible alarm sounds and the heater shuts off.